Event description:
Same case as MFR report #: 2134265-2010-04059. (B)(4) clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure treated multiple target lesions. The 75% stenosed, 3.0x15mm target lesion located in the proximal right coronary artery (rca) was treated with pre-dilation using a 2.5x15mm apex balloon and the placement of a 3.0x28mm taxus liberte stent and post-dilation resulting in 0% residual stenosis. The 70% stenosed, 3.0x10mm target lesion also located in the proximal rca was treated with direct stenting using a 3.0x16mm taxus liberte stent and post-dilation resulting in 0% residual stenosis. The 99% stenosed, 3.0x8mm target lesion located in the distal (rca) was treated with pre-dilation using a 2.5x15mm apex balloon and the placement of a 3.0 x 24mm taxus liberte stent. A slight dissection was noted caused by the 3.0x24mm taxus liberte stent and bailout treatment placed an overlapping 3.0x20mm taxus liberte stent which in the physician's opinion was related to the dissection in the distal rca. Post-dilatation was performed with 0% residual stenosis. The 70% stenosed, 3.0x5mm target lesion located in the distal rca was treated with direct stenting using a 2.5 x 16mm taxus liberte stent and post-dilation resulting in 0% residual stenosis. It was noted that this was a bailout stent also used to treat the vessel dissection. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).